Manufacturer narrative:
Block b3: date of event - approximately over 6 months ago 01apr2025 - exact event date is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced migration of the implantable pulse generator (ipg). This resulted in the inability to charge the device and a loss of stimulation causing a return of tremor symptoms. The patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively. The explanted device was retained by the hospital and was not returned.